Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic startright representative reported via interdepartmental helpline solutions tracker of a button error and display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a lot of trouble seeing the screen. The customer stated that the time-out is too quick and the buttons are too hard to push down.